Event description:
It was reported that, on and unknown date, the tip for the extraction screwdriver broke off coming out of the autoclave. It was reported that this event did not contribute to death or serious injury. It was also reported that the device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4): subject device was received with a broken tip. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No service history review can be performed because the lot number cannot be traced.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The applicable vectra technique guide of instruments and implants for anterior cervical plating for spinal fusion was reviewed. The reported extraction screw driver 352.311 is an instrument intended to be used for removal of screws from existing implants only. Proper instructions and caution notes of potential breakage if not used correctly are included. This device 352.311 is also used to remove screws of the anterior cervical compression system (accs). Upon inspection of returned extraction screw driver 352.311 (lot number 558988n05), the reported condition of screwdriver tip broken was confirmed. The driver shaft tip was found to be fractured across two driver lobes. The liberated pieces were not received. The three inner shafts were received with fractured threaded tips. An off axis loading condition can contribute to cause the fracture seen and also the force applied could exceed the tensile strength of the tip. However, it is unknown if these conditions were present when instrument was being used. The chu engineer reviewed engineering drawings. This instrument design and materials was found to be to be adequate for its intended use as it is robust to remove cervical screws. Only 2 lobes fracturing is indicative of off-axis bending loading as well as improper screw engagement. This complaint is deemed valid from a design perspective.

Manufacturer narrative:
Additional evaluation: as received condition - only the internal pieces of the item were received. The customer reported the tip broke off. The repair technician reported the lid required adjustment. The item is not repairable. The cause of the issue is unknown and the complaint indeterminate.